Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01839 - 1.

Event description:
It was reported during surgery that the pin got stuck in drill hole and fractured. Subsequently, the procedure was completed with another device. No known adverse event was reported.